Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to the motor error alarm. The motor was tested outside of the device and it passed. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, a broken belt clip slot, a broken reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during basal. The customer also reported that the drive support cap popped out during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 110 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.